Event description:
It has been reported to philips that image was not coming on the allura xper fd10 system. The system was in clinical use. No harm has been reported but the patient was moved to another lab. A philips engineer inspected the system on site. It was identified that image store was not working. The image was recreated on ippc to clean up disk and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that image was not coming on the system. During troubleshooting, the fse identified that image store not working correctly. The fse recreated the image processor. After recreating the image processor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Conclusion code was corrected.